Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users had to press hard and use knuckles on the screen to make selections. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device touch screen was not working properly. A field service engineer (fse) found no issues with the touchscreen and did not perform any tests. Fse performed preventative maintenance. The system functioned as intended after the field service engineer investigated the issue.